Manufacturer narrative:
The sample was returned for evaluation. The customer reported that one of the strings came off the sponge. Product was returned complaint was confirmed. String was detached at the edge of the pattie. All pull tests listed in the traveler (which ensure proper bond between the string and pattie) were reviewed and found to be within acceptable limits. The average for the results was 4 lbs with a minimum of 2.5 lbs. A review of manufacturing records found no discrepancies when released to stock. Root cause could not be determined. Product review showed that all parameters met the specifications. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
UDI - (B)(4). The device has been returned and is awaiting evaluation. A follow-up report will be submitted upon completion.

Event description:
As reported by the distributor, a neuro pattie detached from the string during set up for a procedure. There were no reports of delay or patient harm.